Manufacturer narrative:
A hospital biomed performed a checkout of the equipment and a review of the logs. The anesthesia control board and central processing unit were replaced.

Event description:
The hospital reported that, towards the end of the case, the clinician switched to manual ventilation and the unit went into a system malfunction screen. The clinician reportedly switched to an ambu bag while waking the patient. There was no reported patient injury.